Event description:
The plate was broken sometime after the original implant surgery.

Manufacturer narrative:
Additional narrative: the date the plate broke is unknown. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during original implant surgery on (B)(6) 2014 for fixation of distal humerus fracture, plate broke. The plate was replaced on (B)(6) 2014. No allegation was reported against (3.5 cortex screws and 2.7 locking screws) which were removed during surgery. Patient was revised with another plate. Procedure was successfully completed and patient/status outcome was fine. There was no surgical delay during the reported event and no fragments were generated from broken plate. This report is 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records was performed and no complaint related issues were found. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.